Manufacturer narrative:
Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. This report is processed under exemption number e2005018.

Event description:
This report summarizes 8 malfunction events. A review of the events indicated that the ot ultra2 meter read inaccurately low. These reports were received from various sources. There is no weight data available and one of the patients was aged (B)(6) years old; no other age data was documented. Of the reported patients; 1 was male, 1 female & 6 unknown.